Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy connector to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the device's therapy connector was broken. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.